Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred one half hour into a routine hemodialysis treatment. Clotting of the circuit occurred due to the amount of time spent troubleshooting the alarms. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the circuit preventing rinseback of the pt's blood. The arterial air alarm is attributed to issues with the pt's access. There is no evidence of a device malfunction. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and the pt has since received a new catheter. Nxstage medical considers this report closed. No add'l info will be provided.